Event description:
The hospital representative reached out to pega medical looking for some advice regarding a lollipop implant. In particular, a blade detached from a plate inside the patient sometime after both implant components were implanted.

Manufacturer narrative:
The hospital representative reached out to orthogeriatrics canada looking for some advice regarding a lollipop implant. In particular, a blade detached from a plate inside the patient sometime after both were implanted. On the x-rays provided it can be seen that the blade disengaged from the plate. From the analysis done it was concluded that the reason of disassembly of the parts was the fact that the top left corner of the blade's buttress was not fully engaged in the plate at the moment of the initial insertion surgery. This led to the disassembly of the parts. Note: this MDR was originally submitted as MFR #3000327-2024-00002 on may 2, 2024, but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (3000327445). CAPA initiated to address the issue.